Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple no delivery alarms, experience multiple high blood glucose levels and also received a motor error alarm while changing set. The customer stated that no delivery alarms were received right after set changes and that they experienced a high blood glucose of 408 mg/dl, treated with a muanl injection, got down to 283 mg/dl but ended in 413 mg/dl. The customer was assisted with motor error troubleshooting. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was possibly exposed to x-ray. The customer was advise to remove the reservoir and infusion set from the insulin pump. The customer stated that they were able to complete pump rewind and the insulin pump passed displacement test. The customer was advised that the error could have been caused by a connection issue. The customer stated that when they ran a manual prime, the insulin exited and the insulin pump did not alarm no delivery anymore. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.